Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a 29-year-old female patient who had essure (batch no. B53550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's past medical history included multi gravida, term birth and parity 4. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and medical record received: the event abnormal vaginal bleeding, depression, anxiety, dyspareunia, did not undergo essure confirmation test added. Reporters, lot number, event outcome added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. B53550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included multi gravida, parity 3 and parity 4. Previously administered products included for an unreported indication: depo-provera and ferrous sulfate. Concomitant products included nsaids, paracetamol (acetaminophen), progesterone (progestin) and vitamins nos (multivitamins). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"), 15 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: results: negative. Batch no b53550 production date 2013-07-18 expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a 29-year-old female patient who had essure (batch no. B53550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's past medical history included multi gravida, parity 3 and parity 4. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. B53550) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included multi gravida, parity 3 and parity 4. Previously administered products included for an unreported indication: depo-provera and ferrous sulfate. Concomitant products included ascorbic acid;calcium pantothenate;cyanocobalamin;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate (multivitamin), nsaids, paracetamol (acetaminophen), progesterone (progestin), vitamins nos (multivitamin), vitamins nos (multivitamin) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"), 15 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Events added-bladder/urinary problems, allergic reaction. Outcome of events pelvic pain, vaginal hemorrhage, menorrhagia, bladder/urinary problems and allergic reaction was updated to recovered. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.